Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-14945. Related manufacturer reference number: 2017865-2020-14946. It was reported that the patient developed an infection. The implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. The patient was stable post procedure.